Event description:
Patient reported she's experienced hyperglycemia of up to 320 mg/dl since (B)(6) 2013, and she believes the insulin delivery of the infusion device is too low. Her blood glucose was 280 mg/dl at 4:18 a.m. On (B)(6) 2013, and she delivered 5.0 units of insulin via the infusion device and increased the basal rate to 120%. Her blood glucose was 300 mg/dl at 6:00 a.m. On (B)(6) 2013, and she had a ketone measurement of "++." She changed the infusion set, delivered insulin via the infusion device and increased her basal rate to 120%. The patient felt sick and had a ketone measurement of "+++" at 6:00 a.m. On (B)(6) 2013. She delivered 10.0 units of insulin via the infusion device and an additional 5.0 units at 8:30 a.m. Her blood glucose was 130 mg/dl at 9:00 a.m. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. One used infusion set and one used headset were visually inspected and tested for flow and tightness. The test results were within specifications. A used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The adapter passed the optical inspection.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.